Event description:
According to the reporter: during total laparoscopic hysterectomy procedure, the needle was detached from endostitch. No device component fell into the cavity of the patient.opened another device and suture reload in order to complete the case, no extension in surgery, no injury to patient. Patient status: alive- no injury

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.